Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the issue started the night before and the sensor was giving false low readings and the insulin pump was going into threshold suspend. Blood glucose in the morning was 112 mg/dl and sensor was reading 69 mg/dl. Sensor age was 4 days. The customer removed the sensor and declined troubleshooting. The sensor would be replaced and returned for analysis.